Event description:
The patient contacted animas on (B)(6) 2012, alleging that the pump powered off and would not power on. At the time of troubleshooting, patient denied any visible damage to the pump's casing or battery cap. The patient reported changing out the battery; however, the power issue remained unresolved. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no power issues or alarms noted related to the complaint found in the pump's history. There was no damage found to the battery compartment. The battery cap's spring was found to be missing and the battery cap was unable to establish an electrical connection. A test cap was used for testing purposes. The pump was able to power on with no alarms noted. The pump was exercised for 24 hours with the test cap and no power issues occurred.